Manufacturer narrative:
Of the 16 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to force sensor failures. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 16 malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-77 years of age and between 85 and 230 pounds. Of the reported patients, 5 were male, and 11 were female.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 1 instances of load step malfunction failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.